Manufacturer narrative:
Voluntary distributor report narrative: the manufacturer, unimax medical systems inc., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report: on behalf of the customer, the conmed representative reported issues with the 3x4 mini endo pocket bag, item sb534, lot 6251903128. It was reported only that a piece of plastic breaks off and falls into the patient when the bag is being deployed. Additional information provided indicates the issue occurred on (B)(6) 2020 during a robotic cholecystectomy. While the specimen was being removed through the incision, the plastic piece splintered either during or just after the removal of the specimen. It was clarified that the piece in question never broke or fell inside the patient. There was no impact or injury to the patient, no indication of the specimen falling out or fragmentation of the bag. The procedure was successfully completed and the device in question was discarded. The size of the trocar is unknown and standard robotic instruments like a grasper were being used at the time. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.